Event description:
Two straight abbot labs freestyle libre 3 have been giving me false low glucose warnings. I know them to be false due to the activities I was doing at the time. I even got a low glucose reading of 55 after I had removed the sensor from my body. I contacted abbott and they replaced the sensor but they wanted the bad one back. This has been an ongoing issue with these sensors as either the pharmacies are checking the lot numbers or the company is still having manufacturing issues with this product. The order number they gave me for this was (B)(4). Product details: how is it that abbot labs is claiming they fixed the glucose meter? Incorrect low glucose readings in (B)(6) 2025 and here we are in (B)(6) 2026 and I have had two straight meters that repeatedly claimed I had low glucose. Pt: 4582. Device: 2460. Ref: mw5190779. This report captures: freestyle libre3 plus # 2.